Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's power cord had exposure to the ac conducting wiring. There was no patient harm or injury reported. No serial number or date of manufacture for the device is available. The device is not being returned to the manufacturer for evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.